Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "november". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An error message was reported with the adc device in use with an unknown phone with unknown operating system version. Customer received an "scan error" message and was unable to obtain readings. As a result, customer experienced "shaking and a loss of consciousness". No treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported getting "scan error" message and not being able to obtain any readings. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An error message was reported with the adc device in use with an unknown phone with unknown operating system version. Customer received an "scan error" message and was unable to obtain readings. As a result, customer experienced "shaking and a loss of consciousness". No treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.